Event description:
The patient reported that stimulation was not reaching their feet/toes and was in the wrong location of the rectum, buttocks, hips, and legs down to the calf since implant. There was strong stimulation in the rectum that made it feel like something was vibrating inside of it. The patient couldn't lay flat on their back because stimulation made it feel as if their stomach would burst. Stimulation was uncomfortable at implant but the patient was told it would go away as it healed and scar tissue began to form. Sometimes the patient didn't feel stimulation at all, and was very positional. The patient had to sit or lay down exactly right in order to feel stimulation. The patient had an x-ray and the doctor told the patient that the leads were intact. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.